Event description:
Information received from the field notes that the device interrogated in back-up mode. A download was initially successful, but six days later, the patient was admitted to the emergency ward "not feeling very well", where the device was found to have reverted to back-up mode. Post download, when the physician attempted to obtain diagnostics, the device reverted to back-up mode. The device will be replaced.